Event description:
The customer contacted beckman coulter, inc (bci) in regards to higher than expected results for unconjugated estriol results generated on a unicel dxi 800 access immunoassay system. The initial results were not reported outside the lab. The customer re-ran the samples and the results were normal. There are no reports of any adverse pt consequences or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2009 to investigate the event. The fse inspected the instrument and verified alignments. All verification passed within specifications. After further investigation the customer has indicated that technician error is the cause of this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes to pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints between january 1, 2008 through october 23, 2010 for add'l reportable events.